Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 62 year old female presenting with acute myocardial infarction and cardiogenic shock for impella support. The pump was prematurely removed in response to loss of pedal pulse in the impella inserted limb.